Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not populating on the station. A technical support specialist (tss) ran a cast patient lookup and confirmed the patient was admitted. The tss reviewed the station database synchronization logs and identified a connection error indicating that the connected party did not properly respond or the host failed to establish a connection. The tss advised the customer to schedule downtime to perform a full synchronization. The tss backed up the database and completed a full station synchronization. When the customer reported that the patient still did not appear, the tss reviewed the next cast sample and noted the first transaction was listed as pre-admit. The tss advised the customer on the appropriate enterprise server settings and enabled show preadmission for the device. The customer confirmed that the issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that only certain patients did not show up when nursing staff had patients checked into their appointment. There were no adverse events or injuries reported based on this event.